Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect the cartridge o-ring and the pneumatic tap area, clean it, and ensure the cartridge was properly attached. The customer successfully completed the load process and resumed insulin delivery.